Manufacturer narrative:
Upon follow up it was confirmed on an unreported date the patient was hospitalized for the peritonitis event. It was reported the patient was ¿in out of hospital for weeks at a time¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. The treatment included vancomycin (dose, route and frequency not reported) and fortaz (dose, route and frequency not reported). The patient had surgery to remove their catheter and was temporarily on hemodialysis; however, they were likely to go back to pd therapy. The patient recovered from the peritonitis. Additional information was requested, but the reporter declined to provide further information about this event.